Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. The difficulty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The patient effects of hematoma and vascular injury (tissue injury) are listed in the electronic perclose proglide instructions for use (eifu), as possible adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are known adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide and prostyle devices using the pre-close technique via a 6f sheath hole prior to heart pump interventional procedure. Reportedly, placement of the first proglide device was successful. When attempting to place the second proglide device, the foot would not retract completely causing the the device to be stuck. The device was pulled out. The suture of a new prostyle device was successfully placed. The sheath was upsized to a 14f and the procedure was completed. The sutures of the successfully placed proglide and prostyle were advanced successfully but hemostasis was not fully achieved. It was observed during the procedure that a hematoma formed and tissue damage had occurred, presumably as a result of the stuck proglide device. Access was obtained from the left common femoral artery. Multiple methods of closure such as balloon tamponade, additional closure device, and medications were used to achieve hemostasis/ treat the tissue damage. A clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.